Event description:
The customer reported via phone call that he had a serial peripheral interface to motor programmable integrated circuit communication error alarm. Customer stated that the pump resets and he cannot fix it. Customer stated that the alarm occurs several times a day. Customer stated that the alarm was cleared. Customer was assisted with reprogramming the pump. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
There was an unexpected restart alarm after the battery change and the memory was erased due to the c13 on ib voltage leak (cooper). There was no serial peripheral interface to motor programmable integrated circuit communication error alarm noted. The pump passed the self test. Pump was received with a minor scratched display window, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, and a cracked end cap.